Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that he was hospitalized for high blood glucose. The patient's blood glucose at the time of hospitalization was 430 mg/dl, which was treated with a 10-unit manual insulin injection. The insulin pump was functioning normal during the hospitalization; however, the device began to alarm button error at midnight. Troubleshooting was initiated for the button error alarm. The customer confirmed that he removed his insulin pump while swimming, but when he put his insulin pump back on his shorts were still wet. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, with intermittent button response noted during testing due to corroded keypad traces. Unable to complete functional test due to prime anomaly. No button error alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker.